Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water had corroded electronic assemblies and force sensor flex connector. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded), cracked case (battery tube), scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, the unit was received with an unexpected flashing medtronic logo due to corroded electronic assembly. Unit was also received with cracked case (battery tube). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in reporting a big crack on the back side case of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1886 was requested and the customer response was the device will be returned.